Event description:
It was reported that the pump was "not working". A volume discrepancy was noted at refill; no drug was gone. The pump contained morphine. No patient symptoms were reported. The pump was replaced. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.